Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse from (B)(6) of persistent breathing problems, peritonitis up to catheter site, persistent infection which is resistant to antibiotic, poor cardiac function, and lungs are weak in a (B)(6) female patient coincident with dianeal and extraneal therapies for kidney failure. On an unreported date, dianeal and extraneal therapies were withdrawn for one month. On an unreported date, dianeal and extraneal therapies were reintroduced. On two unreported dates in (B)(6) 2012, the patient had breathing insufficiency due to past medical history of chronic obstructive pulmonary disease (copd). On an unreported date, the patient was hospitalized twice for breathing problems. On an unreported date more than 3 months ago, the patient had peritonitis up to catheter exit site. The persistent infection was resistant to antibiotic and was continuously multiplying such that the catheter came out. On (B)(6) 2012, the patient was treated with cefazolin (1.5g,daily, ip) and tobramycin (60 initial and then 40, units not specified), daily, ip till (B)(6) 2012). On an unreported date, the patient was hospitalized. The patient stopped pd therapy treatment for about a month and attempted to manage the infection. The patient was temporarily switched to hemodialysis for a month while waiting for new pd catheter site to heal. On an unreported date in (B)(6) 2012, the patient underwent surgery for a new pd catheter insertion. The nurse also reported that the patient had poor cardiac function (onset date not reported). Treatment for breathing problems and poor cardiac function was not reported. On (B)(6) 2012, the patient went for pd check up. At the time of this report the patient had not recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.